Event description:
The dentist reported the abutment screw fractured. The implant remains placed.

Manufacturer narrative:
The abutment, screw, and crown were returned. The screw was found to be fractured, compromising the functionality of the abutment. The lot number for the abutment or for the retaining screw was not provided; therefore a device history record review could not be completed. A definitive root cause has not been determined.